Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen underneath protector was damaged, unresponsive, and illegible, preventing interaction with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and understood need to reprogram pump settings and reconnect continuous glucose monitor, while technical support verified shipping address, and arranged replacement pump.